Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and a shock for a sinus tachycardia with a rate of 172 beats/minute. Rhythm identification (rid) was originally declared 'true', but therapy had been delivered when rid correlation was later determined to be false. The technician stated that there was no apparent change in morphology when reviewing the stored electrograms (egm's). The device has been re-programmed to onset and stability, and the rate cut-offs have been revised. The physician also wanted to know why certain episodes could not be viewed. A save to disk was sent to boston scientific technical services (bsc ts) for laboratory analysis. Bsc ts reviewed the save to disk, and discussed that the episode did start in the lower ventricular tachycardia (vt-1) monitor zone, and then accelerated into the vt zone where "rate only" was applied. Detection enhancements are not applied during redetection. Bsc ts also discussed that our devices can only store a set number of episodes, and there is no therapy priority. Our devices store by zone priority, and oldest episodes are overwritten first. Information was received that this patient converted to normal sinus rhythm on his/her own. No further therapy was delivered. Subsequently, additional information was received that this crt-d was reprogrammed to help prevent the patient from receiving inappropriate therapy, and to accommodate during exercise. There were no adverse patient effects reported.